Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a stenting procedure, a balloon break occurred. Access was gained through the right radial artery. The 90% stenosed, de novo, 2.75mm in diameter, 30 mm in length, concentric, significantly bent (45 to 90 degrees) lesion being treated was located in the moderately tortuous, severely calcified left anterior descending (lad) artery. The 1.5x8mm apex balloon broke in the lesion. The balloon was removed intact. The physician completed the procedure with another device. No patient complications were reported. Patient status reported as stable.

Event description:
It was reported that during a stenting procedure, a balloon break occurred. Access was gained through the right radial artery. The 90% stenosed, de novo, 2.75mm in diameter, 30 mm in length, concentric, significantly bent (45 to 90 degrees) lesion being treated was located in the moderately tortuous, severely calcified left anterior descending (lad) artery. The 1.5x8mm apex balloon broke in the lesion. The balloon was removed intact. The physician completed the procedure with another device. No patient complications were reported. Patient status reported as stable.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a apex balloon catheter with no original packaging. The balloon catheter was returned in a deflated state. Blood and contrast were present in the shaft and balloon. Microscopic inspection identified a pinhole measuring less than 1mm in the center of the balloon on top of the markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. Further inspection revealed distal tip damage. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).